Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting an error 5 message. Per the onetouch ultralink user guide the error 5 message prompts when the meter has detected a problem with the test strip or the sample size was too small. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 12 p.m., the patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "numbness in fingers and blurred vision." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that the test strips were not expired and that the test strips completely drew in the sample. However, at the time of troubleshooting the cca discovered that the patient was applying the sample to the top of the test strip. Per the onetouch ultralink user guide the patient should line up the test strip with the blood drop so that the narrow channel on the edge of the test strip is almost touching the edge of the blood/control drop, the patient is not to apply the blood sample to the top of the test strip. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.